Event description:
A malfunction was reported on the pump by the customer, which occurred during an update. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the problem, the customer was informed by technical support that a replacement pump with updated software would be sent. The customer completed necessary training online and agreed to return the defective pump using provided instructions.